Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was able to be replicated by analyst. The expulsor was found to be out of specification and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed volume testing. There were no reported adverse events.